Event description:
While using a cavitron jet plus g137, they allege that they have low water flow and the handpiece is heating up, no injury resulted.

Manufacturer narrative:
Auy plumbing/manifold oil/moisture unit has been crosslined, water in the air system, causing powder to stick together and harden in the manifold and bowl assembly, oil/water contamination in the air supply hose, clogged duckbill filter causing poor air/powder flow, clogged pinch tube causing no powder flow, powder buildup in the bowl and cap threads causing an air leak and poor powder flow. Poor water flow regulation, hardened and deteriorated water supply hose, debris buildup in the water filter. No batteries in wireless foot pedal, damaged water flow control on the handpiece cable, corroded contact pins on the jet-mate handpiece (# 08170). Will replace damaged/worn components and recalibrate unit to factory specs upon estimate approval *loaner fee has been included in the estimate. 3 x handpieces # : 2 x 09170, 1 x 08170. Handpiece cable # : 11170.